Event description:
Baxter received a complaint from a user facility involving the automix 3+3 compounder. According to the facility, the device's keypad malfunctioned during programming/setup in the pharmacy. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. .this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder with a keypad malfunction, when selecting specific gravity on red station it reflects in the green station, was confirmed during service by baxter personnel. An investigation plan and trend alert evaluation tasks were completed. None of the upstream tasks confirmed the reported problem, however, it was confirmed under the refurbishment activity. The root cause was determined to be a faulty membrane graphic keypad panel. Service replaced the membrane graphic keypad panel to fix the reported problem. This issue is being investigated through CAPA. A service history review revealed that this device was not previously serviced for the reported condition.